Event description:
It was reported that during implant procedure, the lead exhibited no sensing and no capture, where the wave height and capture threshold could not be measured. Once the lead was removed, a kink in the lead was seen and multiple stylets could not be inserted into the lead. The lead was successfully replaced and the patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.